Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was (B)(6). (B)(4), (stent positioning/placement issue). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A device history record (DHR) and a review of similar complaints could not be performed as the device upn and lot number is unknown. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. The directions for use (dfu) / product label states "the implanted stent length should allow for adequate overlapping into the non-obstructed anatomy to compensate for further tumor progression and stent shortening. Note: the fully expanded stent length should be at least 4 cm longer than the length of the stricture." The dfu also lists stent migration as a potential post stent placement complication related to the use of this device. Therefore, based on the evaluation conducted and the details of the complaint, the most probable root cause is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted within the duodenum of a patient with gall bladder cancer on (B)(6) 2010. According to the complainant, the patient's anatomy was tortuous and the size of the stricture was approximately 3 centimeters. During the stenting procedure, the stent was successfully deployed in the horizontal part of duodenum. The following day, on (B)(6) 2010 the physician confirmed via radiographs that the stent was fully expanded, straight and had shortened. However, due to normal peristalsis, it was reported that the stent migrated approximately 3-4 centimeters, and the part of the stent that was closest to the anus appeared to be caught on one of the duodenal folds. The physician went in with a transnasal scope, and determined that the patient was "ok". No further intervention was performed. The procedure was successfully completed with this device, and there were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted within the duodenum of a patient with gall bladder cancer on (B)(6) 2010. According to the complainant, the patient's anatomy was tortuous and the size of the stricture was approximately 3 centimeters. During the stenting procedure, the stent was successfully deployed in the horizontal part of duodenum. The following day, on (B)(6) 2010 the physician confirmed via radiographs that the stent was fully expanded, straight and had shortened. However, due to normal peristalsis, it was reported that the stent migrated approximately 3-4 centimeters, and the part of the stent that was closest to the anus appeared to be caught on one of the duodenal folds. The physician went in with a transnasal scope, and determined that the patient was "ok". No further intervention was performed. The procedure was successfully completed with this device, and there were no patient complications reported as a result of this event. Boston scientific received the following information on (B)(6) 2010: it was previously reported that due to normal peristalsis, the stent migrated approximately 3-4 centimeters, and the part of the stent that was closest to the anus appeared to be caught on one of the duodenal folds. Additional information received confirmed that as a result of being caught on the duodenal folds, the stent was blocked "a little". This was revealed by contrast media. The patient's condition was reported to be "good" and the physician confirmed that the blockage of the stent has "improved".